Event description:
On march 2, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On the 2nd of march 2025, the user reported that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis it was determined that the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. The sensor was tested in-house and showed that 3 out of 4 glucose indicating hydrogel areas were oxidized. A review of the in vivo data confirmed degradation of the signal along with a transient optical instability. The root cause of the performance failure is most likely due to the sensor's hydrogel oxidation. As part of resolution, RMA was authorized to offer the user a sensor replacement. B4. Date of this report 30 may 2025. G3. Date received by the manufacturer? 30 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.